Event description:
It was reported the sheath/dilator assembly would not advance into the vessel and he was not able to seal it with the angioseal device and the distal end of the dilator became flanged; the pt did not have scar tissue or peripheral vascular disease; however, the physician reported the puncture site was high. The pt returned to the ward and developed symptoms of retroperitoneal bleed (time unk). The pt went to surgery sometime following the procedure; however subsequently died. The physician does not allege the incident was caused by the angio-seal device. The co rep received info which indicated the symptoms of the retroperitoneal hemorrhage may not have been detected early enough to prevent the subsequent outcome. Attempts to obtain additional info were unsuccessful.